Event description:
Journal reference: vodapally ms, thimineur ma, mastroianni pp. Tension pseudomeningocele associated with retained intrathecal catheter: a case report with a review of literature. Pain physician. 2008; 11(3):355-362. We report a detailed case of tension pseudomeningocele in an adult patient due to a broken and retained lumbar intrathecal catheter. It is essential to be aware of this rare complication and we recommend appropriate neurosurgical involvement in the management of pseudomeningocele to avoid potential and catastrophic complications. Pseudomeningocele is the extradural collection of csf due to a breach in the dural-arachnoid layer and they occur after incidental durotomy during lumbar spine surgery. Reportable event: patient, male, had spinal cord stimulator implanted for pain. One year later, the system was explanted for inadequate pain control.